Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. During evaluation at local service department, a damage of camera head and cable was detected. Based upon the evaluation result, omsc surmised that the reported phenomenon occurred since the ccd of the subject device was broken due to dropping or hitting the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that the endoscopic image of the subject device was not displayed since the ccd of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.